Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2022, due to pain. It was reported that the prosthesis had been squeaking and some swelling was present, otherwise it was a normal joint with a 17 years old prosthesis. The smr glenosphere ø36 mm (product code 1374.09.110, lot #0504254 - ster. 0500127) and the reverse liner (lot # unknown) were exchanged. According to the received information, some metalosis was noted behind the glenosphere. Previous surgery took place on (B)(6) 2005. Patient is a female, 89 years old. Event happened in (B)(6).

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #0504254, no pre-existing anomaly was found on the 96 components manufactured with the same lot #. This is the first and only complaint received on this lot #. We submit a final MDR as soon as the investigation is completed.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2022, due to pain. It was reported that the prosthesis had been squeaking and some swelling was present, otherwise it was a normal joint with a 17 year old prosthesis. According to the surgeon, the squeaking is from the humeral reverse body rubbing on the glenosphere, however it was reported that when he saw the components, there was no sign of damage or areas where it would have been rubbing. The smr glenosphere ø36 mm (product code 1374.09.110, lot #0504254 - ster. 0500127) and the reverse liner (lot # unknown) were exchanged. According to the received information, some "metallosis" was noted behind the glenosphere. Previous surgery took place on (B)(6) 2005. Patient is a female, 89 years old. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #0504254, no pre-existing anomaly was found on a total of (B)(4) components manufactured with the same lot #. This is the first and only complaint received on this lot #. Explants analysis the items involved were not available to be returned to limacorporate for further analysis. No x-rays were shared on this post-operative issue. However, pictures of the explanted components were evaluated by a medical consultant. According to his opinion "I have no conclusive explanation for the squeaking. You might be aware that this phenomenon has been reported in the hip and some think it is related to lack of lubrication. I am not sure this would apply for the shoulder. There is some wear of the pe liner, probably at the part facing the glenoid neck that cause some notching. I could imaging, a motion between the glenosphere and the metalback due to loose contact of the conus and therefore the surgeon might attribute it to the liner on the glenosphere. This could also explain some metallosis due to wear at the taper connector... Another site of motion could the connection between humeral body and stem with the same mechanism... If there were non-resorbable sutures put in at the index operation, they can rub against artificial surfaces and make typical squeaking. But this is all speculative. Otherwise, with 17y of survival this is a very good result for rtsa and a normal line of events. No definitive signs of implant related issues here". Based on the very few information received, we are not able to further investigate the root cause of the event. However, stating that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #0504254; the prosthesis has been in place since 2005, with a survivorship of 17 years; according to the medical consultant there are "no definitive signs of implant related issues here"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse implants due to pain is 0.02%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.